Event description:
The surgery center reported that a laser vision correction patient developed macro flap striae on the both eyes (ou) at 2 day post op exam. A brief description from the account indicated macro striae right eye and the flap was lifted and rinsed. The patient¿s comment was visual acuity was blurry on right eye. At five day post op exam, the striae had resolved and patient developed 1+ corneal edema and epithelial irregularities. Bcva from (B)(6) 2015, right eye pre-op 20/50 1.25 x -.75 x 95, left eye pre-op 20/20 1.50 x -.50 x 63.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.